Manufacturer narrative:
(B)(4). The complainant indicated that the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as the physician was passing the first leg assembly through the patient's sacrospinous ligament, the needle detached. Reportedly, the detached needle was captured inside the capio cage and did not fall loose inside the patient. The uphold device was removed, and the procedure was completed with another uphold vaginal support system with no complications to the patient. The patient, who is reportedly over 18 years of age, was fine at the conclusion of the procedure.